Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "the patient suffered of osteolysis. A revision surgery is scheduled on (B)(6) 2014. The first surgery occurred on (B)(6) 2003. No issue were detected during monitoring visits in 2004 and 2006. On (B)(6) 2008, the surgeon noticed a slight osteolysis on cap. A stem femoral loosening occurred. The revision surgery is planned in (B)(6). X-rays and surgical report have been requested. "